Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had a malfunction. Batteries are not charging. There was no patient involved.

Manufacturer narrative:
Completed maintenance and calibration successfully. Product passed all functional and safety tests per manufacturer specifications. Completed repair successfully. Initial call with customer had is sue of batteries would not charge. Customer ordered pmb on their own for repair of the unit. Unit had pmb replaced from customer stock. Confirmed to be operational. Ready for patient use. Returned to customer.